Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise resulting in an inappropriate shock. The patient was subsequently hospitalized for further evaluation. X-ray was completed and confirmed the electrode had migrated to the pectoral muscle. The system was reprogrammed to the secondary vector with two times gain until electrode reposition can be performed. This system remains in service. No additional adverse patient effects were reported.